Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that right arrow button sometimes sticks a bit. Customer¿s blood glucose was unknown. Customer stated that insulin pump had haziness on right side of screen, which requires customer to tilt insulin pump at times to see display. Insulin pump will not be returned for analysis.